Manufacturer narrative:
Eval: no prod was returned to assist with our investigation. Therefore, we are not able to determine with certainty how/why separation occurred or where the separation actually occurred. However, we have seen separation occur at the distal and/or proximal weld sites, where the weld connection separates from the coil, safety wire or possibly mandril. Our qc dept verifies the mandril wire has been properly prepped, and visually inspects for bends, kinks, adequate joint strength and other surface imperfections 100% prior to transport. Nevertheless, the appropriate individuals have been notified of this incident and we will continue to monitor for similar reports.